Event description:
A physician stated that after he implanted a miniarc sling, he was closing the vagina, everything was doing normal with very little bleeding. Later in the day, he was informed that she was loosing a lot of blood. She lost about 3 units of blood. Surgery was performed and stopped the bleeding by stuffing the clot. It was determined that she had a very large hematoma and one of the branches of the pudendal artery was hit. Pt is doing fine now.